Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Power error detected alarm noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a power error on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed. The customer was advised to remove the battery and reset inner battery completely. The customer was also advised that the pump need to be replaced. The insulin pump will be returned for analysis.